Manufacturer narrative:
One used device was received. Investigation is not complete. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported no flow. On an unspecified date, the tubing set was being used to deliver an unspecified volume of an unspecified blood product, at an unspecified time during delivery, the customer contact reported the metal ball in the blood pump bulb of the tubing set was not moving, no specific details were provided. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was resumed, if any medical interventions were required, and the pt outcome. Hospira continues to investigate.